Manufacturer narrative:
(B)(4).

Event description:
It was reported five days post op a colon cancer procedure, a leak was discovered. During the original procedure, a leak test was performed after firing the device and a small leak was detected. The entire anastomosis was oversewn. The leak test was performed again and passed. When the reoperation was performed, the leak was noted to be in the same area in the staple line. The patient recovered and is doing well at this time. The patient had received previous radiation for cancer. Device was discarded.